Event description:
On (B)(6) 2025, a sales representative reported via email that all three anchors from the ar-3637 knotless 1.8 fibertak implant system had repair sutures that ripped during use. The issue was identified during a labral repair procedure performed on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/1/2025: the repair sutures ripped during tightening of the stitch after conversion. The anchors remained in bone, and the ripped sutures were cut and removed as best as possible. The case was completed using additional ar-3636 knotless fibertak implants. The procedure was delayed approximately 40 minutes. It is unknown whether additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. -the most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use.